Event description:
According to the information received, a 10mm amplatzer duct occluder (aso) was successfully deployed. The atrial septal defect (asd) was sized by echocardiography, not balloon sizing. The native asd measured 8mm on the (B)(6) 2012 prior to discharge, an xray revealed the aso had migrated to the descending aorta. The aso was percutaneously snared and retrieved successfully. The defect was reassessed and closed with a 14mm aso device with no adverse consequences to the patient.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The 10mm aso was returned to sjm in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded into and deployed from a test 6f loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Review of the medical records and images by sjm's medical consultant resulted in the following findings: the procedure was performed using transesophageal echocardiography (tee). The quality of the echocardiogram was excellent. The atrial septal defect (asd) and its rims were thoroughly evaluated in short-axis aortic, bicaval and 4-chamber views. The main defect was small with left to right flow. All rims were adequate for device placement. In 4-chamber view, it was clear that there were in fact two defects. Balloon sizing was not performed. Based upon the diameter of the defect, a 10mm amplatzer septal occluder (aso) was chosen and placed. The device had a thin profile after placement. The second tee image provided, showed when the 14mm aso was placed. The device appeared to have been placed well and there was no effusion. According to sjm's medical consultant, the cause of the embolization was due to device under-sizing based upon the defect(s) anatomy. The main defect was small, but the septum separating the two defects was thin and pulled away from the device waist. Cumulatively, the two defects' and the area separating them was larger than the 10mm aso chosen for implant.